Manufacturer narrative:
Unit passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss shown in power graph and had high sleep current, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received new battery caps after call but the issue continues, the batteries only lasts for 3 days before the insulin pump alarms low battery, it is less than eight hours before replace battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.